Event description:
It was reported that the user experienced repeated scan errors when attempting to scan the freestyle libre 3+ continuous glucose monitoring (cgm) within the ilet application on a user's mobile device, which prevented sensor data acquisition and integration with the ilet system; the issue persisted despite app reinstallation and phone restart, while setup on a healthcare provider¿s phone allowed reconnection of the pump and phone. No adverse clinical symptoms were reported. Outcomes included no changes in blood glucose and no need for medical care or hospitalization. User support included guided troubleshooting, app deletion and reinstallation, device reboot, multiple rescan attempts, and cross-checking functionality using an alternate phone. Investigation of this case revealed that the ilet app and pump could connect and function on an alternate device, indicating a probable device compatibility or performance issue with the user¿s phone rather than a failure of the ilet system components. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device phone compatibility or performance limitations, and not a malfunction of the ilet pump or application.